Manufacturer narrative:
The deice was received fully deployed. The investigation found no bends, kinks or damages to the soft cannula. The pod data shows the device generated an 0x33 hazard alarm, indicating that the device timed out while waiting for input from the user. This is a safety feature and not a failure of the device. The device was reset, connected to an unused controller, prompted to deliver a 5 u bolus and deactivated. No issues were observed. The pod data shows no evidence of struggle in the drive mechanism that would indicate that the cannula was occluded by bends or damage at the time of the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula was bent at the infusion site. We are unable to confirm or determine the root cause of the reported bent cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl, while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site, the pod¿s cannula was found to be bent. Treatment details were not provided.